Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump on accidentally and the pump became unresponsive. There was no impact to the customer's blood glucose (bg) level from this event; however, customer reported having a low bg of 48 (mg/dl) earlier due to swimming and exercising. An orange was consumed to address bg levels. It was indicated that manual injections were available for back up therapy.